Event description:
It was reported that the patient has expired after implant duration of approximately .40 months, due to unknown reasons. It is unknown if the death was device related.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received; however, they were unable to provide us with any additional information. A device history record review is in process. Device not returned.